Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). D4. Unique identifier (UDI) #: unknown investigation summary: bd did not receive any samples or photos for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported by customer that while using bd vacutainer® k2e (edta) 5.4mg plus blood collection tubes, three (3) tubes underfilled due to insufficient negative pressure. No adverse impact was reported regarding the patient or user.